Event description:
During a therapeutic procedure for treatment, placement for a tracheobronchial stent, the suture that deploys the stent broke. The physician removed the stent with the broken suture. A second stent (same type) was successfully placed. The procedure was noted as successful. The pt's condition was noted to be fine. There was no report of death, serious injury or mistreatment associated with this event.